Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to communicate with the device was found to be due to a low battery voltage. Review of the device image indicated a rapid battery depletion near eos. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion could not be determined.

Event description:
It was reported that the patient presented in the clinic after feeling fatigue due to low heart rates. The device was at eos and could not be interrogated. Rapid battery depletion was suspected. The device was explanted and replaced.